Manufacturer narrative:
Upon receipt in our (B)(4) laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the helix was retracted and dried bodily fluid was found in the helix housing. There was a cut noted in the insulation at 67 to 69 millimeters (mm) from the terminal pin. Resistance testing was completed to assess the electrical performance of the lead. Measurements throughout the test were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical...

Event description:
The lead was later returned for analysis.

Event description:
Boston scientific crm received information that during a normal device replacement procedure, this right atrial (ra) lead was found to be dislodged. The lead was therefore explanted and successfully replaced. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
At this time this product has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available this event will be reopened.